Event description:
According to the complainant the drug was administrated in a shorter period than expected no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. DHR reviewed. Device history record (DHR). Reviewed the DHR for batch 23f20ged91, there is no abnormality and no such defect detected at in process and at final control inspection. Root cause analysis: sample/s evaluation: the flow rate report of affected batch 23f20ged91 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between 1.42% and 8.81%. Received 1 used sample of easypump ii lt 270-54-s-EU/sa. As received condition, the clamp clip of received sample was clamped, and red combi stopper was connected to the patient connector. The received sample was weighed and recorded at 77.00 g. The average weight of an unfilled easypump for this article is 75g and the retained volume should be 8g. This deduces that the received sample has emptied. Visual inspection had done throughout the received sample. No abnormalities were observed. The sample was decontaminated and sent for flow rate test (202405132895). The flow rate deviation from nominal flow rate for received sample was 3.53%. The flow rate of received sample was within the specification 15% deviation from nominal flow rate. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed.